Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
A customer report that the home patient (hp) was having connection issues with the transfer set and the cassette. The caregiver (cg) reported that the cassette and transfer set would not lock together, they would keep clicking and then continued to turn. The set disconnected and the cg had taped the connection. However, the connection would leak through the tape, because the transfer set and cassette were not connected properly. The transfer set was replaced on an unknown date. No additional information was provided at this time. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities related to the reported condition. Leak testing and clear passage testing determined that the device operated within specification. The evaluation was unable to confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.